Event description:
It was reported that bd q-syte 15cm small bore bi-ext set had foreign matter . Dried blood like stain observed in one port of q-syte bi extension (near the hub) in new sealed pack. Observed by nurse in charge of ICU of (B)(6). The incident is escalated to icn and (B)(6).

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo samples. Analysis of the sample showed that a reddish/brownish stain is observed between the connection of the q-syte and the extension set. Bd determined it is not possible to determine the root cause of the failure was without analyzing a physical sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.